Event description:
It was reported that it was unclear whether it is the catheter or the bag, but it seemed there was a blockage. Based on sample evaluation received on 14oct2025, this complaint was related to drainage bag issue. There was no catheter returned for evaluation. Sample evaluation observed the inlet tube was kink.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The reported failure was able to be reproduced. The product had caused the reported failure. The sample was evaluated, and it was observed that the inlet tube was kinked at the upper section of the urine meter. Water was introduced into the inlet tube and was able to flow out easily. However, the exact cause of how and when problem occurred could not be determined. The potential root cause for this failure mode could be due to operator's handling method/supplier defect. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. Correction: d. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was unclear whether it is the catheter or the bag, but it seemed there was a blockage.

Event description:
It was reported that it was unclear whether it is the catheter or the bag, but it seemed there was a blockage. Based on sample evaluation received on 14oct2025, this complaint was related to drainage bag issue. There was no catheter returned for evaluation. Sample evaluation observed the inlet tube was kink.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, f, g, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.